Event description:
A surgeon reported that during a procedure, there was no air in the infusion cannula during fluid/air exchange. Additional info has been requested.

Manufacturer narrative:
The sample has been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).